Manufacturer narrative:
No implant date and no lot number were relayed to the manufacturer. Per product labeling the product is indicated for use in mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds).

Event description:
The pt was injected in the lips and allegedly developed swelling and bumps all over lips. The pt was treated in the emergency room, and a culture was taken. Medical intervention was applied to the pt. No further details were provided by the complainant.